Event description:
It was reported that minute ventilation (mv) oversensing was observed. Additional information indicated that both right ventricular (rv) and right atrial (ra) lead pace impedance measured greater than 2000 ohms, in january. Data analysis confirmed this and noted that 2 signal artifact monitor alerts were stored due to mv oversensing. Mv was disabled, when the second alert was triggered. Mv was kept off and the accelerometer was used instead. Technical services discussed that the unipolar pacing configuration was best. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.